Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the common compute controller (ccc), which resolved the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer was experiencing issues with the system, specifically a 297 error during setup. Prior to calling, the customer had attempted both a power cycle and a hard power cycle, but the errors persisted. The customer mentioned that the patient side cart (psc) was found unplugged. The technical support engineer (tse) verified the presence of 297 and 311 errors on the psc's common compute controller (ccc). Troubleshooting was unable to be performed at the time. The procedure was aborted to another da vinci with no patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to patient involvement. The procedure was moved to another da vinci 5 system prior to patient involvement.